Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support, an impella cp generated intermittent ¿placement signal low¿ alarms. Impella position was assessed and verified by echocardiography. It was also reported that the patient was concurrently supported with extracorporeal membrane oxygenation (ECMO) and maintained stable mean arterial pressures. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of this report, the patient remains supported with the impella cp.

Manufacturer narrative:
D6b explant date provided. H6 device repositioning code added false alarm removed as the placement signal was accurately depicting the shallow positioning of the pump. The alarm resolved after the device was repositioned.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the device in wrong position could not be determined as limited clinical details were provided at time pump came out of position.